Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned as the lead was stuck in the tricuspid valve. Additional information obtained from the field which indicated that it appeared that the tines were caught in the valve leaflets. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.